Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 58 mg/dl. Customer declined troubleshooting on pump for low blood glucose. Customer was explained how the threshold suspend works and how to view sensor graph.